Manufacturer narrative:
Concomitant medical products: product ID: 8781, serial# (B)(4), product type: catheter. (B)(4). Upon device return, analysis found that the collets on each end of the pin connector were detached and damaged. The metal pin was also bent at each end of the pin connector. The inner and outer diameters of the metal pin were measured at both ends and were within specification.

Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient receiving intrathecal baclofen therapy via an implantable infusion pump. When connecting the catheter connector during an implant operation, the hcp grasped the center of the connector and connected the pump-side catheter and spinal-side catheter to the collet hole. He pushed the left collet towards the center and made the connection. Then, when he went to push the right collet to the center, the right collet came off the unit. The hcp attempted to make a repair and when he returned the collet to the unit, the lock stuck and the collet came off. This was also reported as the collet site disconnected from the connector. The device was returned for investigation. It was reported that there was no possibility of an increased health risk and there was no adverse event. No further information was provided. (B)(6) 2016 (rep): the document contained no new event information.

Event description:
Additional information was received from a distributor via a company representative indicating that the surgery was completed by using a spare product. "Both were of the same patient". No further information was provided.

Manufacturer narrative:
Date of this rpt: the previously submitted (B)(6) 2016 was updated/corrected to the original date of the report.